Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the battery only lasts 5-6 hours before it drains to 50%. It previously went 2 days before draining to 50%. The patient also reported that they do not feel stimulation as strong. The rep increased the amplitude and the patient felt stimulation more and had good coverage. No falls or trauma was reported, but the patient has had some weight gain. Impedances were run at 3v and all pairs ranged from 700-1100 ohms. The rep stated they checked recharge stats and the patient is charging to 100% every day for less than an hour and they are getting all 8 bars. There were no complaints of shocking or jolting. The recharge calculation shows about 3 days from full to empty for an older battery. The settings are a1 5.6v, pw 450, rate 40, 487ohms, 1 anode, 3 cathodes. A2 9.6v, 450pw, rate 40, 800ohms, 1 anode, 1 cathode, running at 24/7. The rep stated the patient reported no previous overdischarges. It was reviewed that everything appears to be in tact with the system and each quartile has a 25% range and there is no way of knowing where the charge falls within that range. It was reviewed that recharging will get more frequent over time. The rep stated the healthcare provider (hcp) may just replace the ins. Additional information was received from the manufacturer representative. It was reported that the patient was scheduled for a surgical consultation with their hcp on (B)(6) 2017. No further complications are anticipated. Additional information was received from the manufacturer representative. It was reported that the patient was scheduled to have the device replaced on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. There was an increased recharging burden and the patient wanted to replace their implantable neurostimulator with the newer model. The stimulation was working well, impedances were checked, and the recharging burden was the patient¿s only complaint. The implantable neurostimulator replacement occurred on the day of the surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient on 2018-apr-10. The patient is getting their battery replaced tomorrow. When asked if it was due to normal battery depletion the caller stated that they thought it was. The manufacture representative (rep) did testing two months ago on the battery and said that it needed to be replaced due to wear and tear. The caller did not know why. They thought it was because the device was not holding a charge long enough. The caller wasn¿t sure that the rep would know all the information. The caller¿s main reason for calling was to ask how long the surgery would be. Patient services reviewed that if they are just replacing the battery is should be a fairly simple surgery. No further complications were reported/are anticipated.